Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an impedance test for the following pairs were low: 1 & 10=190; 3 & 12=180; 4 & 13 =180. Actions taken and resolution are unknown at this time. No symptoms or further complications were reported.